Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported a bolus dose of 2.55 units at 9:36 pm that she allegedly did not program. She said she forgot to take her dinner bolus dose. The patient suffered shakiness and a blood glucose level of 59 mg/dl. Please refer to MFR report number 2531779-2011-09296 for details on the patient's blood glucose readings. It is possible that the time was set incorrectly at the time of bolus dose that the patient allegedly did not enter. This complaint is being reported because the issue was not resolved through troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box and bolus histories verified that a 2.55 unit bolus was delivered at 9:36 pm on (B)(6) 2011. The pump was exercised for 29 hours with no delivery issues. No unprogrammed boluses occurred during testing. A normal bolus and an audio bolus were both successfully delivered and both were accurately recorded in the pump history. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no hypersensitive or defective button contacts found. The complaint could not be confirmed or duplicated on investigation.